Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 369 mg/dl at the time of incident. The customer's blood glucose was 467 mg/dl at the time of hospitalization. The customer stated that they had symptoms of high blood glucose such as nausea. The customer stated that they were given fluids through IV to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer's blood glucose was 286 mg/dl at the time of call. The customer stated that they found small air bubbles in the reservoir during troubleshooting. The customer was assisted in purging the air bubbles out of the reservoir. The reservoir will not be returned for analysis.